Manufacturer narrative:
Results: the unit was returned in multiple pieces and included the sheath and the guide wire used with the unit. The proximal section of the catheter has internal structural wires exposed at the break site and measures 94.5 cm in length. The distal section measures 5.3 cm in length and shows multiple points of flattening and ovalization. Approximately 4 cm of the distal end of the catheter is stretched and all of the distal end support wire is unwound. The catheter is non-functional. Conclusion: the damage reported in the complaint is confirmed. The catheter distal section appears to have flattened in anatomy and become jammed in the femoral sheath during extraction. Additional force applied to the catheter to remove it from the sheath likely led to the break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
When introducing the penumbra neuron delivery catheter 070 over the .035 wire through the sheath, the physician felt friction when advancing the neuron. He then decided to extract the neuron and wire back out of the sheath. In doing so, he said that it appeared that the tip of the neuron had broken off and remained in the sheath. The wire was said to look like it had unraveled. The physician left the sheath in place and went up again with another neuron over a new guide wire. The patient was treated successfully. There were no patient injuries associated with the issue.